Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. After a non-bsc guide wire was crossed, a 1.20mm x 12mm emerge push balloon catheter was advanced to dilate the lesion. However, it was noticed that the balloon clasped the guide wire and could not be withdrawn. The devices were removed together as a unit and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter entrapment occurred. After a non-bsc guide wire was crossed, a 1.20mm x 12mm emerge push balloon catheter was advanced to dilate the lesion. However, it was noticed that the balloon clasped the guide wire and could not be withdrawn. The devices were removed together as a unit and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter device and a guide wire. The balloon was loosely folded and there was contrast in the balloon, blood in the wire lumen (shaft). The guide wire was stuck in the emerge shaft, so the devices were soaked in a warm waterbath for 7 days. After the waterbath, the guide wire was easily removed from the emerge. The devices were separated during the lab analysis. The returned guide wire was measured at .0135". The tip, balloon, inner/outer shafts, and port/exit notch were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the hypotube, tip damage (typical damage by a guide wire), and port/exit notch damage (twist in port, misshapen). The tip and the port were measured and was within specification. Inspection of the remainder of the device, revealed no other damage or irregularities. Functional testing was completed by back loading the returned guidewire into the tip and advancing out through the port/exit notch. The guidewire loaded and advanced easily and without any issue. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).